Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 1:30 pm for a high blood glucose level of 528 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the insulin pump passed all test functions. The customer's insulin pump works as designed, but the customer was advised to change the infusion and reservoir sets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.